Event description:
It was reported that patient underwent total hip and femur replacement procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. All components were removed and replaced with antibiotic spacer and antibiotic beads were placed in the patient. An above knee amputation procedure was performed on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 13 of 14 mdrs filed for the same event (reference 1825034-2013-03417/03418, 03420/03431).